Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the pacemaker implant, there was no ventricular response in every ventricular pace event. Once the wound was open, it was observed that the distal pin of the ventricular connector was introduced totally into the pacemaker's head. When the physician unscrewed the electrode, periods of three or four beats appeared in which the ventricular pacing produced capture, although not continuously. The pacemaker was not used and another was implanted. No patient complications have been reported as a result of this event.